Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a (device was found ruptured prior to implant, hence not implanted).

Event description:
Healthcare professional reported "ruptured". This record is for left side. The device was not implanted. Patient contact is unknown. Surgery was completed with a back up device.